Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: a handle repeatedly broke. The hospital believes this to be wear and tear of the item as it has been in the set for a very long time and used very regularly. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as device is entering the complaint system. A device history record review was done. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.